Event description:
The device was used during a gastrectomy. Reportedly, the staples did not form properly. The jaws did not open, and the instrument did not cut. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.